Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 20 mg/dl which caused hospitalization. Customer believed that low blood glucose was due to insulin pump and had stoppped wearing pump. Customer would call back when insulin pump is found.